Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass with three grafting off pump procedure, acrobat-I stabilizer malfunctioned, product locking was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with no evidence of blood was observed. There were no visual non-conformities observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. The knob tightens the arm. Based the returned condition of the device and results of the investigation the reported complaint was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass with three grafting off pump procedure, acrobat-I stabilizer malfunctioned, product locking was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.